Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. Investigation - evaluation: a review of the complaint history, device history record, and quality control was conducted during the investigation. Clinical assessment: at this time, the most probable cause of this event is manufacturing related. Product was not returned for evaluation. However, customer provided a photo confirming the package contained a piece of foreign matter. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the actual root cause was determined to be manufacturing related. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported by the distributor that during inspection, a piece of black hair was observed inside of the product primary packaging. As reported, there was no patient contact as this defect was found during inspection.